Manufacturer narrative:
B2. Date of death: updated from conservatively captured as (B)(6) 2021 to (B)(6) 2021. B3. Date of event: updated from unknown to (B)(6) 2021.

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject presented with myocardial infarction and was referred to cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 28 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50 mm x 32 mm promus premier stent system. Following this post-dilatation was performed with 10% residual stenosis. Two weeks and two days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in 2021, the subject died. No action was taken to treat the event and it is unknown if an autopsy was performed. It was further reported that the subject died on (B)(6) 2021. However, the cause of death is unknown and the physician considered the death not related to the study device.

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject presented with myocardial infarction and was referred to cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 28 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50 mm x 32 mm promus premier stent system. Following this post-dilatation was performed with 10% residual stenosis. Two weeks and two days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in 2021, the subject died. No action was taken to treat the event and it is unknown if an autopsy was performed. It was further reported that the subject died in (B)(6) 2021. However, the cause of death is unknown, and the physician considered the death not related to the study device. It was further reported that in (B)(6) 2021, medication was given to treat the event.

Manufacturer narrative:
H6. Impact code: medication required has been added.

Manufacturer narrative:
Date of event: used the first day of the month of aware date as event date was not provided.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2018, the subject presented with myocardial infarction and was referred to cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 28 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50 mm x 32 mm promus premier stent system. Following this post-dilatation was performed with 10% residual stenosis. Two weeks and two days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in 2021, the subject died. No action was taken to treat the event and it is unknown if an autopsy was performed.